Event description:
A surgical technician reported low phaco power was received during a case. The technician believes someone inadvertently changed the tip preference on the system which may have caused the low phaco power. A second system was brought in and used to complete the procedure. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The company rep replaced the ultrasonic (u/s) controller printed circuit board (pcb) as a preventative measure. The system was then tested and met product specs. The root cause has not been determined. (B)(4).